Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump had a blank screen and had an open book image. The customer did exercise before, and the pump was exposed to fluid. The customer reported no adverse event. The event involved product(s) mmt-1880l and mmt-7841zn. Troubleshooting was performed for the blank display, and the display was blank at the time of the call. Battery cap contacts and battery compartment, and springs were not damaged. The customer stated that the display returned after inserting a new battery and restarting the pump. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the open book image and customer was using the correct battery cap for the pump curently using, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned. No product return is required for the mmt-7841zn

Manufacturer narrative:
P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, missing display window cover, stained keypad overlay, and cracked case on the battery tube side. Unit received with critical pump error (open book image) alarm after battery installation. Unit received with corroded electronic assemblies and corroded motor home switch. Unit was able to download firmware using crest software successfully, however, unable to download pump's trace and history files using thus software caused by moisture damage on the electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error (open book image) alarm. Bootloader traces were downloaded successfully using thump. Unable to verify blank display anomaly due to critical pump error alarm. In summary, customer allegation for pump receiving critical pump error (open book image) alarm was confirmed after unit received with critical pump error (open book image) alarm after battery installation due to moisture damage. Unable to download pump's history and trace files due to moisture damage on the electronic assemblies. Unit confirm moisture damage exposure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.